Manufacturer narrative:
This report is submitted on january 03, 2023.

Event description:
Per the clinic the device was explanted (date not reported) and the patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, based on clinical symptoms and troubleshooting performed on (B)(6) 2023 (specific date not reported), it was determined that the results are consistent with a device malfunction. This report is submitted on january 26, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 11, 2024.